Manufacturer narrative:
Complaint confirmed. One unpackaged ar-7300ds device was returned alongside two packaged ar-7300ds, batch 11652772 devices. Visual inspection identified heavy, horizontal gouges along the outer diameter of the distal tube, consistent with a site of metal debris production at the cutting head. After removing the outer tube, horizontal wear was also observed proximal to the hub and along the shaft of the inner tube. A slight bend was observed in the the shaft. Based on the evidence observed, the event is consistent with prying/leveraging the ar-7300ds against bone and/or hard tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hand arthroscopy there was an abrasion. The surgeon opened another box with a different lot number and the same problem occurred. All abrasion was removed from patient. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2021: the abrasion was removed as well as it could. It could be that there was some abrasion left inside the patient.